Event description:
The tech found that the ground resistance was too high on the bed.

Manufacturer narrative:
The tech tightened all of the ground screws that secure ground wires to the bed. The bed passed the electrical safety test after he tightened the screws.